Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A customer reported the aberrometer seemed loose when they were removing it from the scope; though it seemed secure when they locked it in position. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and confirmed that the locking lever on the aberrometer was working correctly. The company service representative informed the customer that the vertical moving of the locking lever was normal when the aberrometer is not locked into place. As a preventative measure, the company service representative adjusted the horizontal tension screw on the lever. The system was then tested and met all product specifications. The root cause cannot be determined conclusively. (B)(4).